Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in the moderately tortuous rca. When advancing the device through the guiding catheter, the stent stripped off the balloon. The stent was found in the proximal rca and was crushed adapted to the vessel wall.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is well folded and shows no signs of inflation. Stent imprints are visible on the balloon surface, indicating that the stent was initially crimped centered in between the two radiopaque markers. The stent was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.